Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having pain at the device site. They reported that after a recent storm a tree branch fell and knocked their bottom. Since then, they've had to cic (clean in termittent chattelization) more frequently, had an increased feeling of urgency and had intermittent sciatica down their leg. They had to turn their device down as they felt vibration in their foot and worsened pain in their device site. They tried turning their device off but continued to report the pain. They also believed their device moved around more than it had previously. The event was possibly related to the device or therapy. The device was replaced. The issue was resolved without sequelae on (B)(6) 2024